Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported moderate aortic regurgitation occurred. Procedure summary: the index procedure was performed in (B)(6) 2015. Prior to the index procedure, heparin and other anticoagulant was given. A lotus introducer was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve into the proper anatomical location. The subject was discharged on aspirin and clopidogrel. Event summary: in (B)(6) 2019, 1499 days post index procedure, the subject presented for the protocol specified 4-year follow-up visit. Transthoracic echocardiogram revealed moderate aortic regurgitation, the mean aortic pressure gradient was 7 mm hg and left ventricular ejection fraction was 60%.